Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump was sticky and hard to press. Customer¿s blood glucose level was unknown. Customer stated that insulin pump received loud to rewind, lost settings once, unexplained no delivery and cannot navigate to a different screen. The insulin pump will not be returned for analysis.